Event description:
The device was returned to the manufacturer with no complaint. Follow-up with the physician revealed that the device was replaced due to approaching end-of-life. No pt symptoms were reported.

Manufacturer narrative:
(B) (4).